Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The event occurred at (B)(6) university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a low speed operation occurred. The patient was asymptomatic and exchanged the system controller. The patient visited the outpatient clinic and the engineer exchanged the system controller again and more low speed operations occurred. The review of the system controller's log file showed pump stoppages and a potential issue was suspected with the percutaneous lead (driveline). No further information was provided.

Event description:
Additional information. The patient underwent a pump exchange on (B)(6) 2018 due to suspected percutaneous lead (driveline) fracture.

Manufacturer narrative:
The evaluation of the returned pump confirmed percutaneous lead wire damage that could have resulted in the reported low speed/pump stoppage events. The pump was returned assembled with the percutaneous lead (lead) severed approximately 11.5 inches from the pump housing. The distal end of the lead was returned in a segment measuring approximately 20.5 inches, and the remainder of the lead was returned in a segment measuring approximately 7 inches. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed adjacent to the nipple of the pump housing, the metal connector, and the termini of both bend reliefs. Visual inspection of the underlying wires revealed damage to the insulation of the black wire adjacent to the nipple of the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing/movement of the wire and abrasion against the metal braided shield. If the exposed conductors of the black wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the low speed/pump stoppages events captured in the submitted system controller log file. Upon disassembly of the returned pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.